Event description:
The consumer reported the vaporizer began burning and emitting black smoke. The family inhaled the smoke and was subsequently tested at a hospital for smoke inhalation. No one required further medical treatment as a result of this event. The unit in question has been requested back by kaz USA for eval.